Event description:
Customer reported receiving an error message on their adc meter, was unable to test and experienced tiredness, dizziness, nausea and lost consciousness for "2-3 minutes". Customer stated her husband gave her an insulin shot (amount unknown) which is an inconsistent treatment for the symptoms reported. No paramedics were called, no third party medical intervention was required, she was not seen at a health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.